Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. The patient's implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the device's advisory status. The ICD was explanted and replaced on (B)(6) 2020. The patient was unknown condition.